Event description:
It was reported that the patient experienced occlusion. It was also reported that the right ventricular (rv) lead exhibited high impedance and noise. It was also reported that the rv lead exhibited rising thresholds. Lead fracture was suspected. The rv lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.